Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the behavior described is the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the registration task and delayed the surgery by less than one hour. It was reported that the surgeon stopped using the navigation system after 5 minutes. The surgeon could not achieve an acceptable passing registration on the patient and therefore never advanced past the register task and only used the registration probe and never tried to verify the straight suction. The surgeon was not able to check the accuracy. He believed it was the exam causing the issue and it wasn't to the navigation device protocol. The surgeon further shared that he did not think that navigation was a requirement for this case and continued and completed surgical case successfully. The fov from the exam for registration was extremely limited. There was very little forehead/ears or any area below the nose available. The patient was on the larger side and the surgeon had a difficult time placing the fess registration frame on the patient and it was intended in the patient's skin. The surgeon also used the flat emitter with a donut and pad in between the patient's anatomy and the emitter. The registration probe was showing a 2.3 geometry error which further showed that the patient's position was very high when relation to the flat emitter. The registration metric was at 4.6mm (and the surgeon did not want to re-register). The surgery was completed and there was no impact on patient outcome.